Manufacturer narrative:
(B)(4). The technical support engineer troubleshot the issue with the customer over the phone. The customer was advised to replace the breath delivery central processing unit. Medtronic was not authorized to service the ventilator.

Event description:
The customer reported the ventilator generated an error which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event.